Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the resets was contamination on the battery pca, a shorted q1 current-controlling transistor, a shorted u13 cmos flash microcontroller, and a shorted d2 diode on the bedside pca. The damage to the transistor, microcontroller, and diode was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger. Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery. Manufacture dates: charger: 6/1/2016, battery: 10/20/2017.

Event description:
A us distributor returned a patient's battery charger and battery and reported that the charger was unable ot charge battery pack and that the battery would not hold charge.